Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used and procedure performed on (B)(6) 2023. During the procedure, the balloon burst. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H10: section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) medical center, (B)(6). Block h6: imdrf code a0402 captures the reportable event of balloon burst.